Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, worsening urinary incontinence, leakage, frequency/ urgency to urinate, abnormal vaginal abscesses, abnormal bowel movements, and sever rectal pressure. No further information has been provided.